Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04747, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were to be used for an egd (esophagogastroduodenoscopy) in the pt's stomach, performed on (B)(6) 2009. According to the complainant, during preparation, in both instances, they opened the package and found the clip had been deployed. There was no pt involvement. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).